Manufacturer narrative:
No information on race was provided. Product is not available for return and no lot number was provided, therefore no evaluation could be conducted. Patient identified that his redness has lessened after taking prescription medication. ]

Event description:
An alleged complaint was reported that a patient got integra alginate impression running down his face, arm, and hand. He reported redness and dry mouth. Required prescription medication.